Manufacturer narrative:
The customer has indicated that the sample device is available for return. A third request for the return of the device was sent on 1/22/2020. An evaluation will be conducted once argon has received the device. A follow-up report with additional information will be provided by 2/21/2020.

Event description:
After the pigtail was placement finished and the patient was go back to the ward of the hospital observation rest. The next day, the customer occurred the pigtail was broken and they exam the pigtail. They found the white hub lower edge of pigtail connect with main body place was broken. Therefore, theyremoved the pigtail.

Manufacturer narrative:
The customer had indicated in january that the sample device could not be returned until february. The last request for the return of the device was sent on 2/5/2020. Argon has made three good faith efforts to notify the customer. As of the date of this report, the sample device has not yet be returned. Without the device or any visual evidence to examine, the complaint cannot be confirmed. If additional information is provided in the future, the investigation will be re-opened as needed.

Manufacturer narrative:
The sample device was returned for evaluation. A visual inspection of the sample found that the catheter was broken near the hub, but the pigtail itself was still in tact. The complaint for breakage has been confirmed. The most probable source of the breakage would be excessive tensile/pulling forces from the user environment. The jagged edges of the break, as well as the thinning/discoloration of the material best highlight the material breaking in this manner. Since the root cause does not indicate a manufacturing defect, but instead a user environment error, no corrective action is required at this time.